Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient's driveline exit site had a moderate amount of yellow drainage. Infectious diseases inpatient was consulted and minocycline 100mg was continued every 12 hours, and ciprofloxacin 500mg was started every 12 hours to add gram negative coverage while waiting for culture data. Cultures of the exit site and found klebsiella pneumoniae, corynebacterium amycolatum, and staphylococcus aureus. If the patient were to decompensate there was the plan to switch antibiotics to vancomycin and cefepime, as well as a low threshold addition of micafungin as an antifungal if the patient became severely ill.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.